Event description:
Per the info provided by the physician's office, the device was removed due to "no fluid in the system", secondary "to broken tubing at the base of the cylinder". As reported to co, the entire device was removed and replaced with a co 2-piece inflatable penile prosthesis.